Manufacturer narrative:
The pump has not been returned to date. Attempts have been made to contact the facility to request further information about the incident and to have the pump returned for evaluation. If further information is obtained, a follow-up report will be sent.

Event description:
Free flow. The pump was set up to infuse 250ml/hr of vancomyacin. As soon as the infusion was started, the pump began to free flow. The infusion was stopped and the pump was removed. Therapy continued with another machine. No patient injury or patient information was reported.